Manufacturer narrative:
Correction: PMA/510(k) #.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to pain. The patient was stable.

Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found. Correction for analysis report which was submitted with MFR #: 2938836-2017-10921 on july 20th, 2017.